Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. The customer called for assistance with the insulin pump as it was in a different language. The customer could not troubleshoot for the event at the time of the call as he was waiting to see the doctor. The customer did state that his friend found him asleep, and noticed that the tubing was kinked. The customer stated that the tubing kinks often. The customer also stated that he has had three heart attacks in a year, and has been in the hospital previously for high blood glucose levels. Advised the customer to call back at his convenience for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.